Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 3 fr sl power PICC catheter was returned for investigation. The catheter was flushed with water using a 12 ml syringe and a leak was observed at the hub/extension tubing interface. Microscopic observation revealed a partial split in the extension tubing. The fracture surface of the split was rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per medwatch it was reported the purple lumen of PICC line was leaking at hub of catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. (B)(4).

Event description:
Per medwatch, it was reported the purple lumen of PICC line was leaking at hub of catheter.